Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73m1700346 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were snapping when loaded into the applier. One clip loaded okay but when used on the artery the clip broke at the hinge when locking. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73m1700346 was manufactured on 12/18/2017 a total of 11,200 pieces. Lot was released on 12/22/2017. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. One intact clip and pieces of three broken clips were remaining in the cartridge. Two clip slots were empty. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that all of the broken clips were broken in half at the hinge. The observed damage is consistent with improper loading of the clips or using a damaged applier. The appliers were not returned. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The clip that was still intact in the cartridge was able to properly load into the jaws of the applier. The clip was then successfully applied to over-stressed surgical tubing. No issues were observed with the tested clip. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip breaking when locking" was confirmed based upon the sample received. One cartridge was returned with one intact clip and pieces of three broken clips remaining in it. All of the broken clips were broken in half at the hinge. Upon functional inspection, the clip that was intact in the cartridge was able to properly load into the jaws of a lab inventory applier and was successfully applied to over-stressed tubing. The observed damage to the broken clips is consistent with improper loading of the clips or using a damaged applier. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that the clips were snapping when loaded into the applier. One clip loaded okay but when used on the artery the clip broke at the hinge when locking. There was no patient injury.